Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead was placed in 2 different places with both exhibited senseimg anomaly, capture anomaly. The lead was not used. The patient did not have any adverse side effects from this.